Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost weight and the ipg shifted. As a result, the patient experienced pain at the ipg site. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue. Therapy was restored post operation.